Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was implanted in a single deployment using a 14f amplatzer amulet torqvue delivery sheath. During the procedure, it was noted that there was difficulty crossing the septum with the sheath, but the device was deployed with only one device deployment and no recaptures. The patient¿s activated clotting time (act) levels were within 250¿300, and heparin was administered. On an unknown date, it was reported that the patient experienced pericardial effusion with cardiac tamponade and was treated. The pericardial effusion was resolved by pericardiocentesis. At the time the effusion was detected, the patient was on dapt (dual antiplatelet therapy). Wire exchanges were performed with wire positioned in the left upper pulmonary vein (lupv). The left atrial pressure at the time of the procedure was 12¿mmhg. No additional information was provided.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion and cardiac tamponade could not be determined. An unexpected medical intervention was a result of case specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.